Event description:
Olympus was informed that during an unspecified diagnostic procedure, an unidentified biopsy forceps was said to have been broken in the scope during the procedure. The referenced device was said to have been forwarded to a third party vendor for repair.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that the referenced device was noted broken at the proximal end when the endoscope had reached the cecum during the diagnostic colonoscopy cold biopsy procedure. The users reportedly were unable to close the jaw and the forceps reportedly got stuck inside the biopsy channel. The referenced device and the endoscope used were said to have been withdrawn from the patient simultaneously as one piece with no patient injury reported. The intended procedure was said to have been completed with an unidentified endoscope and an unidentified biopsy forceps. The intended procedure was said to have been delayed for approximately 15-20 minutes. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported phenomena could not be conclusively determined. This report is being submitted as an MDR in an abundance of caution.